Manufacturer narrative:
(B)(4). Unit received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to missing segments/partial display. Unit had cracked keypad overlay. The unit p-cap / test reservoir locks in place properly.

Event description:
Information received by medtronic indicated that insulin pump screen was shattered and belt clip broken. Customer experience low blood glucose and treated with food. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.